Manufacturer narrative:
The reported complaint was confirmed, and the cause appears to be user related. A 4.2 fr broviac catheter was received with burst related damaged just distal to the clamping over-sleeve. A 0.5" longitudinal split was found in the strengthening sheath and the 4.2 fr tubing within the strengthening sheath was also split. The characteristics of the splits are consistent with overpressurization. The catheter has been cut 0.9" distal to the clamping over-sleeve and the distal segment of the catheter was not returned for eval. Elastic weakness was detected in the damaged section of the catheter. It is possible that the weakened tubing or an occlusion was a factor in the catheter rupture. No defects related to the mfg process were noted on the complaint sample. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The s/l catheter was placed on (B)(6) 2010. On (B)(6) 2010, around 0500, the vat rn repaired the catheter after documenting the following assessment: upon assessment, line was torn in a vertical manner, 1.3 cm in length, on the inner and outer lumens, distal to the sorbaview dressing; appeared shredded. At approx 1100 that same day, vat was called to assess catheter and documented: rn reports that she was flushing line and heard a pop. The line tore open and inner lumen was exposed and broken. This tear is proximal to the previous repair done overnight.